Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer shaft was kinked at the nosecone. The outer shaft also showed 1 additional kink approximately 3.5cm from the nosecone. The mid shaft showed no damage. The inner liner showed no damage. The pull handle was pulled to the arrow markings on the rack. The stent was not returned in the sheath. Without the stent being returned for evaluation the complaint could not be confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks were attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the stent struts widened, stretched, and elongated when deployed. A 6x200x130 innova¿ self-expanding stent was selected for a procedure in the mildly calcified superficial femoral artery. A contralateral approach was used to access the 180x4-5mm vessel and pre dilatation was performed. Initial deployment of the stent was smooth. However, after the first few thumb wheel rotations, the stent struts began to widen with a lot of gap between the struts and the stent became stretched and elongated when it was being deployed. The physician continued to deploy and used the pullback sheath to complete the deployment. This subsequent deployment was smooth. However, at the end of the procedure, the stent measured 250 mm instead of 200 mm. There was a 5 cm stretched portion of the stent in the middle portion. The procedure was completed with this device. There was no patient injury and the patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent struts widened, stretched, and elongated when deployed. A 6x200x130 innova¿ self-expanding stent was selected for a procedure in the mildly calcified superficial femoral artery. A contralateral approach was used to access the 180x4-5mm vessel and pre dilatation was performed. Initial deployment of the stent was smooth. However, after the first few thumb wheel rotations, the stent struts began to widen with a lot of gap between the struts and the stent became stretched and elongated when it was being deployed. The physician continued to deploy and used the pullback sheath to complete the deployment. This subsequent deployment was smooth. However, at the end of the procedure, the stent measured 250 mm instead of 200 mm. There was a 5 cm stretched portion of the stent in the middle portion. The procedure was completed with this device. There was no patient injury and the patient was stable.